Event description:
It was reported that the patient was experiencing ineffective therapy. A lead diagnostic was performed and confirmed high impedances along one lead. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the lead was explanted and replaced to address the issue. It is unknown which lead had high impedances.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000122009. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.